Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This MDR is for the pak lot 432444. (B)(4).

Event description:
A pharmacist reported that during a vitrectomy procedure, at the time of the plugging of the vitrectomy probe, the black connector got disconnected from the system. The reporter explained that there was a lot of pressure and the connector dropped. A new pack was opened in order to replace only the connection. The surgeon continued the intervention with this device without any problem. There were no consequences for the patient. There are two suspect paks, it is unknown which one was used first. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cause of the reported event cannot be determined with the information obtained. Manufacturer has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. This complaint does not constitute an adverse event or a reportable malfunction. Corrected information: the initial decision to report was incorrect resulting in the initial report being submitted in error.